Event description:
It was reported that during an implant procedure, a lead was inserted into the abdominal cavity. It was then noted that the lead was "spliced." It was noted that the surgeon was using a "non-padded grasper - which may have contributed." It was further noted that the lead was replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).